Event description:
On (B)(6) 2014, the lay user/patient in (B)(6), contacted lifescan to report the one touch verio test strips were bent. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014).the patient¿s test strips have been returned on 7/31/2014 and evaluated by lifescan product analysis on 8/26/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to be bent during slitting and vialing. In addition, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.